Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had premature battery depletion. ICD is being explanted and replaced. Additionally, left ventricular (lv) leads indicated a high threshold and non capture. Leads will remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d284trk, implanted: (B)(6) 2012; 6944-58 implanted: (B)(6) 2009; 5076-45 implanted: (B)(6) 2009. (B)(4).